Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. The customer changed the cartridge and infusion set to address the issue. No issues were observed with the cartridge or infusion set. Customer continued using the pump for insulin therapy.